Event description:
It was reported that the remote user interface, (rui), was not working which lead to a loss of motorized movement. When the motorized movements are completely down, the cranial and caudal movements are not available. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge rep evaluated the system and replaced the joystick. The system operates as intended.